Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported painful stim. The ins status was confirmed with the patient programmer (pp). Confirm ins status with pp. Is the therapy on. No trauma/falls were reported that could be related to this issue. Patient reported that the issue was related to positional movement. Patient was advised to consider decreasing amplitude and patient reported that this helped eliminated the uncomfortable stim. Patient reported that she exercised more now than she did when she first got the device in, and said that it felt really tight under my butt, and that there was so much pain the patient could not walk or sit. Patient was asked if this pain was at the implant site, but the patient said no, and that the ins was up high on the patient's hip, but the pain was not there. "Its was on my" the patient's right butt cheek by the tailbone, it was pinching and patient couldn't even lay down last night and said this started a little bit after patient started exercising, which was a couple weeks ago. Patient reported that it doesn't do it all the time but most of the time. Patient stated her symptoms come and go, and patient lowered the intensity and it helped that pain patient had, but the symptoms come and go that started friday. Patient said she lowered the stimulation to help with the pain 2 weeks ago from last friday. Patient said after lowering the stim, the symptoms did come back again last friday or so, when patient was exercising. Patient was asked if patient felt this pain only when she exercised and she said she felt it more when she exercised, and patient only felt it mildly when patient did not exercise. Patient said the activity she was doing was an exercise bike, and weight machines at a health club and said she doesn't think they are overly strenuous. She synchronized during this call, and said she was on program 3 at 2.70v and patient was then helped move to program 4 and moved up to 1.40v. Patient was encouraged to try this setting, and to follow up with hcp if the issues persist. Patient then mentioned to me that her toes had been contracting at a funny angle, and patient couldn't curl them they were just straight and said this also started about 2 weeks ago as well. Patient did confirm that after moving to program 4 on this call, her toes are normal now and she could curl them and was no longer having the contracting in her toes. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were not sure of what caused the increase sensation and pain. The patient indicated that the changed in setting on the internal device resolved the reported symptoms.